Event description:
A malfunction, identified as malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer reset the pump themselves several times prior to contacting support. Technical support was unable to verify all reported reset dates due to limited pump history but confirmed the need for a replacement. Consequently, a replacement pump with updated software was arranged to be sent to the customer, with assurance of available training. The customer agreed to return the faulty pump using a provided return box and label within ten days.